Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax devices. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of two unspecified bard/davol perfix plugs (device #1 and device #2). On (B)(6) 2015: the patient underwent surgery for implant of two unspecified bard/davol 3dmax. On (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plugs (device #1 and device #2). Attorney alleges general allegations against the perfix plugs (device #1 and device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device 1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol - perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard/davol - perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of two unspecified bard/davol perfix plugs (device 1 and device 2). (B)(6) 2015: the patient underwent surgery for implant of two unspecified bard/davol 3dmax. (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plugs (device 1 and device 2). Attorney alleges general allegations against the perfix plugs (device 1 and device 2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, "a perfix plug (device 1 and 2) was placed and sutured." (B)(6) 2015 - patient was diagnosed with right inguinal hernia and recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (right - device 3 and left - device 4). Per op notes, "in the right inguinal defect, a 3dmax mesh (device 3) was placed and sutured. In the left inguinal side, the previous mesh (device 1 & 2) was excised and a 3dmax mesh (device 4) was placed and sutured."